Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 device drawers went offline, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no internet connection, which caused the device to lose communication with the network. A field service engineer (fse) confirmed that the issue was due to a lack of network connectivity. The on-site it team restored the internet connection, but the drawers were still not connecting. The fse then contacted medbank support, who resolved the issue remotely. The customer tested the system and confirmed that the drawers were functioning properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 device drawers went offline, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.